Manufacturer narrative:
The hospital and the surgeon involved have been requested for additional information including device lot and reference number, which has not yet been provided. Seroma in itself is a commonly reported problem with vascular prosthetics when aggressive anti-thrombotic therapy is being administered. It was reported that the leakage reduced when the anti-thrombotic therapy was reduced. Investigation is currently ongoing/pending additional information.

Event description:
Peca labs was informed that a 3.5mm exgraft implanted in a newborn with expected seroma that caused compression of the right main stem bronchus. The patient underwent exploratory surgery to observe the exact cause of the bronchus compression and fluid was seen seeping out of the exgraft at about 40cc/hour. Due to leakage bioglue was tried but could not adhere to the graft. There was no scarring observed on the outer surface of the graft. Subsequently, the surgeon reported that the heparin therapy was stopped and it significantly reduced the amount of serous fluid coming out of the graft. No current reported patient injury.

Manufacturer narrative:
The seroma is a commonly known condition with the use of vascular prosthetic when using aggressive anti-thrombotic therapy and the hospital confirmed that stopping usage of heparin along with coating the graft with bio-glue lead to resolving the seroma. Upon patient follow-up after the reintervention the patient was reported to be normal without any further symptoms. A device with the same lot number was tested on 15 october 2021 and the water entry pressure was found to be >400mmhg which is higher than pathological blood pressures indicating no issue with the device itself. This test report has been attached.

Event description:
Peca labs was informed that a 3.5mm exgraft implanted in a newborn with expected seroma that caused compression of the right main stem bronchus. The patient underwent exploratory surgery to observe the exact cause of the bronchus compression and fluid was seen seeping out of the exgraft at about 40cc/hour. Due to leakage, bioglue was tried but could not adhere to the graft. There was no scarring observed on the outer surface of the graft. Subsequently, the surgeon reported that the heparin therapy was stopped and it significantly reduced the amount of serous fluid coming out of the graft. No current reported patient injury. On 14 october 2021 the operation room nurse provided the following information - · the initial surgery was on (B)(6) 2021 and a bt shunt was performed. 3.5 exgraft model: rgx353501 with lot: vtes0441 and expiration date 5/27/21 was implanted. · serial echoes done on (B)(6) 2021 showed no pericardial effusion or fluid collection of any kind in the mediastinum. Shunt patent. · (B)(6) 2021 - echoes showed fluid collection around shunt but no compression. Shunt patent. · (B)(6) 2021 - echo showed large right pleural effusion with fluid collection in anterior mediastinum but no compression. Shunt patent. · (B)(6) 2021 - echo showed large right pleural effusion with fluid collection in anterior mediastinum with mild compression of the proximal shunt. Shunt patent. · (B)(6) 2021 - chest CT showed patent shunt with large fluid collection 5.5cm x 4.4cm with mild distal tracheal compression. Shunt patent. · (B)(6) 2021 - heparin was stopped and patient taken to or. Redo median sternotomy, drainage of seroma, peritoneal drain placement was performed by the surgeon. Graft was found to be leaking serous fluid and bioglue was placed around this area of the graft. · all serial echoes following this procedure including the latest one from (B)(6) 2021 showed no evidence of fluid accumulation or graft leakage. · no additional operations or adverse events related to this issue have been noted. · this has not occurred in any patients since.